Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that they were having trouble with their pain stimulator since last tuesday. They were in the car and hit a bump. The stimulator shot up from 5.0v to 7.0v. The patient spoke to the manufacturer representative about the situation. The patient reported again that on saturday when they were in the car, stimulation shot up again. They felt a pricking in different placed and they used the patient programmer to adjust stimulation and turn stimulation off. When the patient spoke to the manufacturer representative about this, the stimulation level was at 4.0v. The manufacturer representative was going to check the device at an appointment on (B)(6) 2016. The manufacturer representative reported that there was no malfunction. The patient had set it at the wrong amplitudes. The issues resolved when the patient ¿made their sensor learn¿ and the manufacturer representative had reset the amplitudes back to where the patient liked them, assigning them to their correct position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.